Manufacturer narrative:
The device was received for evaluation. During visual inspection, a cut in the tubing was observed. The cut is in the joint between the chamber and the tubing in automated assembly and is an oval hole of approximately 0.5 inches. The reported condition was verified. The cause of the reported condition is related to a misalignment of the blade or grippers that cut the tubes in the automated area during the assembly process of the top segment (chamber, tubing, valve, tubing and y site). This misalignment could cause irregular tubing cuts that may have caused leaking in the joint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred in (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set leaked from a hole in the tubing. This was observed during setup. There was no patient involvement. No additional information is available.